Manufacturer narrative:
Method: investigation of this processing event by (B)(6) microsystems is continuing.

Event description:
The customer reported to (B)(4) microsystems that dry, brittle tissue was found after processing using a peloris tissue processor.